Event description:
While leaving the doctors office to go into another doctors office, the wheel allegedly fell off and caused the consumer to fall. The consumer was examined, given oxygen, and monitored. No serious injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. The model of this rollator is unknown. The serial/lot number is (B)(4). The manufacturer is unknown. Invacare provides user manuals for all of its rollators. It is unknown if the consumer has read and understands the general warnings, cautions, and guidelines provided. The following warning is to make sure the consumer reads and fully understands the user manual. Warning - do not install this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions and instructions, contact a healthcare professional, dealer or technical personnel if applicable before attempting to install this equipment - otherwise, injury or damage may occur. The stability, medical condition and medication regimen is unknown for this consumer. The following warnings are provided to prevent imbalance. "A physical/occupational therapist should assist in the placement and positioning of the hand grips for maximum support and correct brake activation. Be sure the rollator is properly balanced before using. Care should be taken to ensure that all hand and height adjustments are secure, and that casters and moving objects are in good working order before using this or any mobility aid. All wheels must be in contact with the floor at all times during use. The brakes must be in the locked position before using the seat. The rollator is not intended for propelling while seated. It is not to be pushed and/or used as a wheelchair. The rollator is designed to provide support, increased stability and assistance to the end user while walking. The 3-wheel rollator is not designed to support the total weight of an individual and has a weight limitation of (B)(6). The 4-wheel rollator can provide ambulatory assistance for an individual weighing up to (B)(6), including the weight of the contents of the basket and tray. The seat on model 65420 can support an individual weighing up to (B)(6)." It is unknown if there was additional loading on the device. The following warnings are provided. "The rollator basket has a weight limit of 15 lbs. (6 kg.). The rollator tray has a weight limit of 5 lbs. (4.5 kg.)." It is unknown if the consumer verified the parts prior to usage. The following warning are provided. Installation warnings: always test to see that the rollator is properly and securely locked when in the open position before using. The rollator height can only be adjusted where the push handle is textured (figure 3). After installation and before use, ensure that all attaching hardware is securely tightened.